Event description:
It was reported a spectrum pump had nuisance upstream occlusion alarms. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4) . Baxter received and evaluated the device. The reported nuisance upstream occlusion alarms were confirmed and reproduced while attempting to run a test set in basic mode. Further device eval found that the lower upstream sensor fluid number was below specification due to a failed upstream sensor. Low readings from the upstream sensor are known to increase sensitivity to upstream occlusion alarms. The upstream sensor was replaced.